Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target was located in the severely tortuous and severely calcified artery. A 2mm x 40mm x 145mm coyote es balloon catheter was advanced for pre-dilation. However, during second inflation for 10 seconds, the balloon ruptured. The procedure was completed with another coyote balloon catheter. There were no patient complications reported.